Event description:
It was observed during the device inspection that the resection sheath exhibited the ceramic head was broken. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the result of the investigation the root cause could not be identified. However, the likely cause was a component failure of the ceramic head (insulation break). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.